Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that low power alarms began at 10:15pm on (B)(6) 2024 which turned into no external power alarms at 1:07am on (B)(6) 2024 following depletion of the patient's batteries. The system controller and pump shut off at 3:16am following the depletion of the emergency backup battery (ebb). It appeared as though the patient was sleeping on batteries for the duration of the event and periodic history prior to these events. The patient's physician received a call at 06:49am on (B)(6) 2024 stating that the patient had recurrent ventricular fibrillation (vf) and multiple implantable cardioverter defibrillator (ICD) shocks. It was believed there were more than 200 ant tachycardia pacing (atp) attempts and 8 shocks for vf. The physician was unable to reach the patient by phone. Emergency medical services found the patient in their bed with both batteries attached to the system controller. The driveline was attached to the system controller and the batteries were in the patient's consolidated bag. The patient was found asystolic, cold, and rigorous, and was pronounced on the scene. An autopsy was not performed.

Manufacturer narrative:
H6: medical device problem code corrected manufacturer¿s investigation conclusion: a complete power loss was confirmed via log file analysis. Analysis of the submitted log file revealed the system operated within the set speed limit value (5,400 rpm) and low speed limit value (5,000 rpm) while connected to the charged 14v batteries/clips. A low voltage advisory alarm event became active on 06aug2024 at 22:15:39 relating to depleting 14v battery connected to the white power cable. The system operated on the depleting 14v batteries until the low power hazard became active on 07aug2024 at 0:36:13. The 14v batteries became fully depleted and activated the no external power alarm at 01:07:25. The system reverted to the internal 11v backup battery for power and operated until the internal 11v backup battery was unable to support the pump. At 03:16:40, the pump stop alarm was captured with the pump speed value at zero rpm. The last event prior to the complete loss of power was captured on 07aug2024 at 03:17:41. Of note, the system controller does not record data during complete power loss. After the complete power loss event, the power cables were connected to a power module. The date/time was reset to 01jan2000 at 0:00:00. The events captured from 01jan2000 at 0:00:00 to 00:00:05 are consistent with downloading system controller log files. A root cause that led to the complete power loss event could not be determined through this evaluation. The device history record for the system controller (serial number (B)(6)) with were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The system controller was shipped to the customer on 01jun2018 through customer order (B)(4). Heartmate 3 instructions for use (IFU) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbooksection 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage advisory/hazard, and no external power, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains that a pair of new, fully charged 14v batteries provides up to 17 hours of support and explains how to check the battery life by using the on-battery power gauge button. The user is also informed on how to properly exchange their 14v batteries for new batteries or to a different power source such as the power module or mobile power unit. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ states, ¿do not use batteries to power the system when the patient is sleeping. The patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. A sleeping patient may not hear the system controller alarms¿. Heartmate 3 instructions for use (section 2 ¿ ¿system operations¿ explains the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.